Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 495 mg/dl at the time of high blood glucose event. Customer¿s low blood glucose level was 396mg/dl. Customer¿s current blood glucose level was 386 mg/dl. The customer stated that insulin pump¿s auto mode was active. The customer was treated high blood glucose level with manual injection and low blood glucose level with food. Customer did not allege insulin pump was under delivering and over delivering. Customer reported that the insulin pump was not worn during a medical procedure. Customer also stated that the insulin pump had insulin flow blocked alarm, however event was resolved by changing complete set. The insulin pump will not be returned for analysis.